Event description:
Customer reported, the system displayed an error, then lost the image during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the generator interface board, cleared memory, reloaded memory settings and calibration files. System operates as intended.